Event description:
The reporter's husband rec'd an er1 message and retested. He did not do a color comparison with the test strip bottle and does not use control solution. He is not alleging any harm done, no contract with healthcare professionals and no medical intervention.